Manufacturer narrative:
The customer used strip lot 670595 with an expiration date of 30-apr-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's materials were requested for investigation.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter for one patient. At 8:41, the result was 2.7 mmol/l. At 9:02, the result was 12.2 mmol/l. At 9:04, the result was 6.1 mmol/l. At 9:04, the result was 4.7 mmol/l. At 9:59, the result was 16.2 mmol/l. At 10:05, the result was 7.5 mmol/l.

Manufacturer narrative:
The customer meter was returned for investigation and was tested with retention test strips and quality controls. Control ranges: level 1: 1.7-3.3 mmol/l, level 2: 14.5-19.6 mmol/l. Results: level 1: 2.4, 2.4, 2.4 mmol/l. Level 2: 16.2, 15.5, 16.2 mmol/l. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwtach field d9 was updated.